Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll and visual evaluation of the device found evidence that the customer had disassembled the device in an attempt to repair the device. Due to the condition in which the product was received, root cause analysis could not be performed. The device was repaired, recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.